Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.